Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had inaccurate sensor readings that triggered the threshold suspend. The sensor glucose was reading 89, but blood glucose value was 189 mg/dl at the time of suspend. Troubleshooting was performed. The customer indicated she had removed and discarded the sensor. The sensor will not be returned for analysis.